Event description:
It was reported by the customer's father that the customer had small air bubbles in the reservoirs. Customer's blood glucose level was 300 mg/dl. Customer keeps insulin at room temperature. Customer's father stated that the child is very active. It was recommended that the customer wears the pump with the reservoir contain pointing down. Customer does not know the current lot number. Customer will call back. No additional information provided.

Manufacturer narrative:
(B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.